Event description:
The customer reported that on (B)(6) 2011, erroneous elevated hemoglobin a1c2 (hba1c2) results were generated on the olympus au600 clinical chemistry analyzer for multiple patients. Beckman coulter inc. Assessment of customer supplied information indicated the generation of thirty nine initial hba1c2 erroneous results with instrument generated error flags. The erroneous hba1c2 were released from the laboratory and were questioned by a physician. Upon repeat on the same instrument the repeat results were lower. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) performed a software upgrade modification. The fse verified the instrument parameter settings and verified instrument performance by re-executing instrument assay quality control. The fse verified the instrument alignments and probe heights, and cleaned the mix bards, probes and probe wash stations. The fse inspected the syringes and replaced the reagent wheel. Beckman coulter inc. Assessment of customer supplied data indicated that the erroneous results began when the instrument accessed a new reagent bottle. One of the two reagent blank replicates of the reagent gave optical density values of -0.12 and -0.03 instead of typical values like 0.0002 and 0.0006. This skewed the patient results. Quality control results prior to this event were found to meet the customer's established specifications however since multiple sets of reagents were on-board the analyzer, it is unknown whether the involved reagent blank was assessed as part of the quality control activities. The root cause of this event is an instrument/reagent blank replicate issue of unknown and unknowable cause.